Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic after receiving a vibrational alarm due to out of range high voltage lead impedance (hvli). The hvli had increased on the right ventricular (rv) lead. Diagnostic imaging was performed which did not reveal any anomalies. The shock vector was reprogrammed and the patient was stable and will continue to be monitored.